Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The same day as event onset, the patient was hospitalized for the peritonitis event and began treatment with amikacin injection (250mg, ongoing) and meropenem injection (500mg, ongoing) for peritonitis. Five days after the hospitalization, the patient was discharged from the hospital. At the time of this report, the patient has recovered, and pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.